Event description:
A patient reports event began with light sensitivity and poor vision which she thought was due to her acuvue lenses. In march 2006, she switched her lenses to optix o2 and continued with problems. Subsequently, medical documentation received. Patient was seen for 1 week with a diagnosis of bacterial keratitis infiltrate with epithelial defect. Patient presented with corneal infiltrate and epithelial stain. Infectious corneal ulcer was approximately 3mm from apex. No culture was performed. The patient was prescribed tobramycin. She returned in one day and was then prescribed vigamox. Four days later, a diagnosis of keratitis- contact lens overwear is noted. Condition improved and corneal epithelial defect od was resolved 4 days later. There is no permanent decrease in visual acuity.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed, all chemical and biocidal performance criteria were effective against microbial challenges as required.